Event description:
Customer reports to have moisture under display screen due to water splashing on pump. As a result, insulin pump has a blank screen display. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display noted. The insulin pump was received with normal operating currents. No damage found on the lcd isolation tape noted. No unexpected vibration during testing. However, the device had moisture damage on the electronics, motor, vibrator, keypad and battery tube assembly. The device also had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case at the reservoir tube window corner, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.